Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to the material surface was rough, abrasive or uncomfortable. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced irritation and urinary tract infection while using a purewick female external catheter. It is unknown what medical intervention was provided for the urinary tract infection. Per follow up call performed on 02dec2020 the customers caregiver indicated that they were no longer using the device due to the trouble of keeping the wick in place and the customer experienced a urinary tract infection. The customer uses a normal catheter but it was unsure what they want to do with the purewick device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient experienced irritation and urinary tract infection while using purewick female external catheter. It is unknown what medical intervention was provided for urinary tract infection.